Manufacturer narrative:
Event: date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 2 weeks ago the patient went through (B)(6) security and the device stimulation went up and started zapping the patient. The patient stated that it felt like since then the device was not working. The patient was redirected to their health care professional to check on the device. There were no further symptoms or complications reported or anticipated.